Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, the balloon sheath of the esophageal kit was disconnected and left inside the pt.